Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump alarmed at 07:37. The pump was scheduled to alarm at 13:37. The infusion completed early. The patient called the company and turned the pump off. The pump displayed that pump should have 7.9 ml remaining. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no disposable alarm messages after pump started. The investigation performed visual inspection and three separate delivery accuracy testing. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, the pump delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The investigation recommended that the pump expulsor assembly be replaced to bring the delivery accuracy closer to normal range.